Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 422 mg/dl. The customer stated that they administered a correction dose using back up plan to treat high blood glucose. It was stated that the insulin pump had critical pump error alarm. It was stated that there was a crack from the top of the battery compartment going all the way down to the bottom. It was stated that due to critical pump error customer's blood glucose was going high and she was not wearing the insulin pump. The troubleshooting was performed for the critical pump error alarm. The insulin pump will be returned for analysis. Unomed set, frn-unk-rsvr.